Manufacturer narrative:
Device evaluated by MFR.: a visual inspection found that the wire is kinked and peeled in the distal section exposing the core wire. In addition, the body is kinked in the middle of the device. There is no evidence of any coating being detached. The outer diameter of the wire was measured and found to meet specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01311. It was reported that during an atherectomy procedure catheter entrapment with a guidewire occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.4 mm jetstream® xc atherectomy catheter was used in conjunction with a v14 control wire. During the procedure, it was not possible to remove the jetstream catheter from the wire. The jetstream and wire had to be removed from the patient together. The procedure was completed with other catheters. There were no patient complications and the patient status post-procedure was 'ok'.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01311. It was reported that during an atherectomy procedure catheter entrapment with a guidewire occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream® xc atherectomy catheter was used in conjunction with a v14 control wire. During the procedure, it was not possible to remove the jetstream catheter from the wire. The jetstream and wire had to be removed from the patient together. The procedure was completed with other catheters. There were no patient complications and the patient status post-procedure was 'ok'.